Event description:
It was reported that 4.5 tap was inserted over the k wire and while progressing through pedicle, the tip of the 4.5 tap broke off in the pedicle. The surgeon decided to leave the tip in the pedicle and proceed to a unilateral construct on the opposite side.

Event description:
It was reported that 4.5 tap was inserted over the k wire and while progressing through pedicle, the tip of the 4.5 tap broke off in the pedicle. The surgeon decided to leave the tip in the pedicle and proceed to a unilateral construct on the opposite side.

Manufacturer narrative:
Method: complaint history review; risk assessment. Results: the customer event of an es2 cannulated modular tap fracture was confirmed via visual inspection of the returned device. Under magnification, it was identified that the fracture was the result of a torsional overload by observing the fracture geometry. The most likely contributors to the reported issue include improper pedicle preparation (not using the awl to break through the cortical bone prior to tapping), torsional overloading of the instrument, and the hardness of the patient's bone. Conclusion: the root cause of the fracture is believed to be user error.